Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device depleting pad-pak.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed on the (B)(6) 2009 and performed self-tests up to the (B)(6) 2009. The device failed multiple self-tests due to a low battery between the (B)(4) 2015 and remained in fault mode until the (B)(4) 2016. Multiple manual power ups under one minute duration are recorded on the (B)(4) 2009. Investigation found the reported fault can be attributed to membrane failure. The excess current drain measured and the measurements taken on the j11 connector would indicate a failing membrane. This likely resulted in the premature depletion of the pad-pak and contributed to the low battery fails records. This would confirm the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.